Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.g2: report source h6: medical device problem code was 3190 removed.

Event description:
Additional information was received: it was reported that a proglide device was used in a moderately calcified left common femoral artery via a 7f sheath for coronary protection prior to a transcatheter aortic valve replacement (tavi). Reportedly, there was resistance felt when advancing the device; therefore, the device was no longer deployed. A blood product concentrate had to be administered to the patient due to low levels of hemoglobin before valve replacement procedure. Hemostasis was achieved via manual arterial compression in the left common femoral artery. In addition, there were two other access sites where no devices were used. The right radial artery was accessed via a 5f sheath in the right radial artery for pigtail. Manual arterial compression was applied in this access site to achieve hemostasis. The second access site was a 14f sheath for tavi procedure. Hemostasis was achieved via a non-abbott device. No additional information was provided.

Event description:
It was reported that a proglide device was used; however, left femoral access could not be repaired with the device and manual compression was applied. During the compression procedure the patient showed bleeding and was given a blood transfusion of 1 unit of concentrated red blood cells for prevention. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.